Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received with the reported symptom of "door not fully latched message. Eval found force required to secure door is above expected levels caused by backed out mechanical assembly screws that mount the pumping mechanism into the front case, not allowing proper latching operation. The mechanical assembly screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.